Manufacturer narrative:
The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the sutures of one proglide device were successfully preplaced in the right common femoral artery, using the preclose technique via an 8f sheath, prior to a percutaneous transluminal aortic valvuloplasty (ptav) procedure. Suture placement of a second proglide was attempted, however, there was no suture present when the needle plunger was removed. Another proglide device was preplaced and the ptav procedure was completed. Hemostasis was achieved using the sutures of the two successfully placed proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.